Event description:
It was reported that the device had free flow error event on 06-dec-2023. The door infusion alarm sounded and the bag was found to be empty. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that on 06 december 2023, the clinician noted the "door infusion alarm sounded". When clinician checked infusion, the bag was found to be empty. There was patient involvement but no harm. Additional information was reported to bd representatives during their site visit. It was reported that the nurse assessed the pump due to an air-in-line alarm at which time they noted the whole heparin bag was empty. An internal review of the event was performed which confirmed the clinician followed the correct process and obtained a double check on the heparin infusion programming. The customer noted there was a "programmed delay" at some point during the infusion while they were waiting for aptt results, but stated the over infusion occurred after the infusion was re-started. The customer has requested assistance in determining what happened around the times the infusion was delayed, as the nurse reportedly ¿did not get an alarm for the delay¿. The customer also noted the platen was broken on this device. It was reported that the physician opted not to treat the patient with the antidote protamine sulfate because the patient had just had surgery. Instead, they increased the frequency of the blood draws to check aptt levels. There was no bleeding and the surgical site remained intact.

Manufacturer narrative:
Omit: c20 - no findings available correction: describe event or problem. Additional information: if other specify, remedial action required, remedial action #, imdrf annex a, b, c, g codes. H3 other text : customer provided sample photo only. No device was returned.